Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead showed a polarity switch. In light of the patient age, comorbidities and good pacing and sensing thresholds in unipolar, the decision was made to monitor the patient. Approximately two and a half years later,the patient had a cardioversion for atrial fibrillation and after the cardioversion noted to have bradycardia. Interrogation of the device revealed unstable thresholds, oversensing and noise in unipolar and bipolar configurations. It was also reported that the lead fractured. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.